Manufacturer narrative:
The complaint device was received and visually inspected. Visual observations revealed the jaw pin was missing from its space contributing to the jaw failure and confirming this complaint. Clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space. This failure can be attributed to user technique. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dis-similar complaint for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The sales rep reported via phone that during a shoulder/rotator cuff procedure the top jaw of their expressew iii auto capture is not closing at all. The sales rep stated that the little pin that holds the top jaw to the shaft appears to be missing. The procedure was completed by using an older expressew gun that the surgeon was no use to using which caused a 20-minute delay but there were no patient consequences. The device will be returning for evaluation.